Manufacturer narrative:
Follow up with hospital risk manager indicated that there was no adverse event, the catheter broke at the 'apex' and it was not known if retrieval was completed. The patient was under fluoroscopy at the time of the procedure. The risk manager was unable to clarify the complaint; it is unknown if the catheter actually broke apart or if the balloon only ruptured. A review of the manufacturing records indicated that the product met specifications upon release. The device is not available for evaluation. The staff was asked and the catheter cannot be found to be returned. The complaint could not be confirmed without a product return. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time. Received customer medwatch on (B)(4) 2012 - (B)(4).

Event description:
It was reported that the fogarty embolectomy catheter broke off in patient during use. Stated that patient care was not affected and that patient did not require an increased level of observation. Customer information is pending.